Event description:
M/g uni knee removed for lateral component wear and knee pain (well-fixed implant).

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.